Event description:
Additional information became available that this patients pocket was reopened, the lead tested via pacing system analyzer (psa) and replaced back in the device header. There was continued difficult inserting the lead fully in the header, so the setscrew was backed out a but and then the lead went in fully. All measurements were then normal. The lead and device remain implanted. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that our boston scientific sales representative (sr) was called to check a patient with an right atrial (ra) lead that had noise on it. The lead also exhibited a lead safety switch (lss) due to high out-of-range (oor) pacing impedances. It is unknown if the impedances were high or low as the sr has no further information. A chest x-ray was taken which confirmed lead placement and full insertion into the device header. The programming was permanently changed to unipolar and no surgical intervention was done. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.